Event description:
On (B)(6) ivtm therapy was initiated using an icy catheter (lot #188004) and start-up kit (suk) (lot #189045). The catheter was successfully inserted into the right femoral vein on the first attempt. On the second day of the therapy, the thermogard xp ivtm system triggered an "air trap warning" alarm, and the customer observed a decreasing volume of saline in the 500ml saline bag. Unable to identify the source of the saline leak, both the catheter and suk were replaced with new ones, and temperature management continued. The customer conducted a catheter leak check according to the IFU before the replacement. They estimate that approximately 300 ml of saline may have infused into the patient's bloodstream. No patient injury was reported.

Manufacturer narrative:
The reported complaint of saline leak was confirmed during functional testing of the returned icy catheter (lot #188004). A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the distal luer port due to the blood clogged inside the tubing. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and there was no similar complaint reported for icy catheter with lot #188004.